Manufacturer narrative:
The date of this event is estimated. The lot code info was not provided. Therefore, the exp date and mfg date are unk. Add'l item reported by this customer: 2-0 pdo, model/catalog #: unk, lot #: unk, expiration date: unk, device manufacture date: unk, 510(k) #: k051609. The device was not returned for eval. Method: the device was not returned for eval. Result/conclusion: the device was not returned for eval. No product eval can be performed. Without the finished good lot number, relevant portions of the device history record (DHR) could not be reviewed. It is uncertain if this reaction was a result of too much tension applied when closing the deep dermal layer. However, it is not possible to determine the relative contribution to the incident since two different closure devices were used. According to a recent meta-analysis published in bmj, after orthopaedic surgery, there is a greater risk of wound infection in pts whose wounds are closed with metallic staples than with sutures" (smith, to, bmj 2010;340:c1199). (B)(4), item # ya-1029q / unknown, quill srs, 0 monoderm / 2-0 pdo, lot unknown / unknown.

Event description:
The date of the event is estimated. (B)(6) performed a total hip procedure using quill srs 2-0 pdo to close the capsule, 0 monoderm for the deep dermal layer and ethicon staples for the skin. Approx eight (8) weeks post operatively, the pt presented with "pus filled" blisters along the line of the incision. Culture and sensitivities were done and (B)(6) was confirmed. The pt was started on cipro. An unk secondary infection was also confirmed for which the pt rec'd vancomycin. The pt has progressed well per the surgeon. The surgeon also states that he may have applied too much tension during the closure of the deep dermal layer which may have contributed to this reaction. It was not possible to determine the relative contribution to the incident since two different closure devices were used. A recent meta-analysis published in bmj states that "after orthopaedic surgery, there is a greater risk of wound infection in pts whose wounds are closed with metallic staples than with sutures" (smith, to, bmj 2010;340:c1199).